Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right atrial (ra) lead was partially surgically abandoned due to pace impedance measurements of greater than 2,000 ohms. A new ra lead was implanted. No additional adverse patient effects were reported.